Event description:
It was reported that during a procedure, a small metal piece has detached from the fiber, and it goes into the urethral canal; the piece came out naturally. For the procedure it was used a second fiber. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.